Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A DHR (device history record) review has been performed for the complaint device serial no. (B)(6); no issues, ncrs (non conformances) or deviations with the manufacturing process have been indicated which might explain the failures observed. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was received and evaluated. The unit was inspected and tested. Inspection found the unit will not cut due to faulty ID board. The left handle on the front panel was observed to be broken, the fan does not work, the ID band test failed due to faulty ID board and the pk rf boost adjustment output unstable due to faulty pkrf board. Using the reference test boards, the device was tested and the unit passed all functional tests and 2 hours burn-in test. The current software is (B)(4). The housing has multiple scratches can use as is. The identified faulty parts needs to be replaced. Review of the fault log showed error 400 ref 26, seven times. This is generated if a turis electrode is attached and activated without a saline solution being present, or there is an electrode connection fault. Based on evaluation findings, the reported issue was found to be attributed to faulty ID board. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported. The device will only coagulate, will not cut. The issue occurred during an unspecified procedure. There was no patient harm or injury reported due to the event. No user injury reported.